Manufacturer narrative:
Investigation results: the complaint of slow needle retraction was confirmed, and the cause appeared to be manufacturing related. Fifty 22g insyte autoguard units were received in sealed packaging from lot #4229661. A functional test revealed that the needles would fully retract; however, the retraction time exceeded the specification limit. The manufacturing personnel were notified of this complaint. Due to a trend that was identified for needle retraction slow complaints, a actions have been taken to address this issue. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: safety mechanism not functioning on these IV catheters. 13 nov event date 11-7-2024.